Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 29-year-old caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline prostheses experienced left sided device migration and right sided cutaneous contour deformity post procedure. The right sided was deformed, misshapen, and there was rippling. The left patient could feel the implant bad on the left. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-06907 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on august 28, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have six tears, measuring approximately 1 cm, 0.7 cm, 1.4cm, 1.1 cm, 0.6 cm, and 1.2 cm, respectively. Microscopic examination was performed on the edges of all tears, and parallel striations were found in an area of each tear, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tears could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 14, 2022. The implant date was clarified to be october 23, 2022. The cutaneous contour deformity reported initially was clarified to be deflation. Explant without replacement is planned for july 18, 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on july 28, 2022. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information was received on august 16, 2022. In addition to the issues reported initially the patient experienced several unexplained systemic symptoms. The exact nature of the symptoms was not specified. Reason for device explant and/or reoperation: generalized illness/deflation. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).